Event description:
The customer reported that the fluoro images froze up. The system did not hold the last image when moved to another position.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.